Event description:
As reported, approximately 5 years post the initial left total knee arthroplasty, the patient was revised due to poly issues with flaking and delamination. Fragments of polyetheleyne were present in the knee joint causing the surgeon to spend 5-15 minutes removing them. The patient was revised to a 35mm patella and a size 3 13mm tibial insert. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the in implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation. D10: 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: (B)(6). 02-010-01-0230 - lgc femoral ps cem left sz 3: (B)(6). 521-78-32 - threaded pin size 3.0 collarless: (B)(6). 521-78-32 - threaded pin size 3.0 collarless: (B)(6). 521-78-32 - threaded pin size 3.0 collarless: (B)(6).